Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported by the patient that infusions set fell within 24 hours of use. He replaced infusion set and resumed insulin deliveries successfully. No further information was available

Manufacturer narrative:
(B)(6).